Event description:
It was reported that an ultrastab bag leaked from a port. This occurred during filling. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with air and placed under water and a leak was observed from the junction of the bag and the infusion port. This was due to a lack of welding in the area of the leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The lack of welding occurred during manufacture of the device. This product is leak tested prior to distribution. Should additional relevant information become available, a supplemental report will be submitted.